Manufacturer narrative:
Details of complaint: on (B)(6) 2020 customer stated that a generator test caused the cns to shut down. Now cns device does not boot up. Nk tech support guided customer in swapping built-in raid hard drives to enable device to boot up and raid rebuilding. Customer was able to resume monitoring. Both hard drives were in good status. Investigation summary: the issue was reported after a power interruption at the hospital causing abrupt power loss to the cns device. Because the issue stemmed from an environmental factor, and moreover the redundant raid hard drives enabled customer to promptly swap out hard drives to resume monitoring. No CAPA is warranted at this time.

Event description:
The customer reported that the central nurse's station (cns) was not booting up after a generator test.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) was not booting up after a generator test. Nk ts advised the customer to swap the cns hard drives, after which the unit booted up successfully. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical products.

Event description:
The customer reported that the central nurse's station (cns) was not booting up after a generator test.